Event description:
Per the h&p (history and physical) note of latest admission on [date redacted], ¿history of nicm (non-ischemic cardiomyopathy) s/p (status post) hm3 implant 2+ years ago c/b (complicated by) recurrent driveline infections (3x), admission 9 months after implantation for left chest wall abscess s/p debridement/wound vac (cultures for c striatum and mssa [meticillin-sensitive staphylococcus]) s/p IV vanc x14-day (eot [date redacted]) followed by suppressive cefadroxil c/b delayed wound healing s/p debridement with operative findings of purulent fluid w/ growth of mssa currently on suppressive cefadoxil/cefpodoxime¿ who was admitted for increasing abdominal pain and abnormal imaging of drive line site. In discussing with patient, he feels that he may have had a mild tug of his driveline site that precipitated the current episode.¿ at the time of this admission, abdominal wall u/s (ultrasound) showed ¿increasing amount of hypoechoic fluid surrounding the driveline, with a new asymmetric hypoechoic collection located at 4 cm from the insertion site without hypervascularity or hyperemia.¿ note from dr. With infectious disease: ¿presents with signs and symptoms of a chronic infection. He has worsening drainage from the l chest wall (equivalent to a sinus track). Also has what is likely a sinus to the epigastric area. Driveline with some increase in drainage too. I think he has infection on all those areas, and they are likely connected by sinus tracks. Cultures with mssa and c. Straitum. Of note the corynebacterium isolate has been r: ciprofloxacin, doxycycline, pnc, tetracycline, tmp/smx in the past. Unfortunately, the corynebacterium isolate has developed progressive resistance and we now have limited antimicrobials to treat him with based on the susceptibility of the isolate and his ability to tolerate them. The natural course in this scenario is for the patient¿s bacterial isolate to develop progressive resistance to antimicrobials and ultimately succumb to the infection. Thus, I think this is a life-threatening infection and the only way to cure is removal of the device that would be achieved via transplantation. Without a transplant his mortality is 100%.¿